Manufacturer narrative:
Tracking #.49640. Date sent: 11/02/1998. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported upon assembly of the lcs the scrub rn could not get the jaws to align even with alignment pin in place. A second lcs was used to complete the case. There was no consequence to the pt.